Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4092-52 implantable pacing lead, (B)(6) 2007.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found, the returned device indicated a damaged grommet.

Event description:
It was reported that there was a suspicion of infection in the pocket. The pocket was opened and silicon penetration from the grommet was confirmed. Due to the suspected infection, the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that there was a suspicion of infection in the pocket. The pocket was opened and silicon penetration from the grommet was confirmed. Due to the suspected infection, the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.